Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/25/2023, an anonymous FDA medwatch notification was received via email. It was reported by a health professional that an ar-3636 knotless fibertak tip had broken off in the patient's shoulder. The surgeon explored the shoulder to ensure the tip was not in the tissue. At the end of the case, an x-ray confirmed the tip was well in the glenoid bone. Ringer's lactate solution was placed. The surgeon intended to leave the foreign object in the patient because it would have done more harm to remove the piece. This was discovered during a shoulder procedure on 9/22/2023.